Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation, the balloon ruptured immediately after the expansion starts. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.